Event description:
It was reported that the patient was experiencing inadequate stimulation. Imaging showed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.